Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarm. The customer's blood glucose value was 175 mg/dl. The customer was assisted with troubleshooting for no delivery alarm. The customer also reported that they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion during therapy not confirmed.